Event description:
It was reported that while testing the handpiece prior to a procedure it turned on by itself. There was no patient involvement or adverse consequences related to this event.

Manufacturer narrative:
The device was returned to the manufacturer and the complaint could not be duplicated. General maintenance was performed on the handpiece.